Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (liquid adhesion inside video connector receptacle) was traced to component failure, the most probable cause of the complaint (scope ID data corruption error) was traced to printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had scope ID data corruption error and liquid adhesion inside video connector receptacle. There was no patient involvement.